Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled " midterm survivorship of an uncemented hydroxyapatite-coated titanium femoral component and clinically meaningful outcomes in patients older than 75 years" written by alexander zimmerer, luis navas, stefan kinkel, stefan weiss, matthias hauschild, and marcus streit published by journal of clinical medicine on february 24, 2021 was reviewed. The purpose of study was to determine the survivorship using femoral revision for any reason as the endpoint, and in addition (2) report clinically meaningful outcomes in patients older than 75 years treated with one of the most used uncemented hydroxyapatite-coated titanium femoral components at mid-term follow-up. 107 hips (97 patients) were involved in the study. All patients had a corail stem placed. 8 hips had a competitor cup placed, 98 hips had a pinnacle cup placed, and one patient had a cemented trilock cup placed. 92 hips (82 patients) were involved in the final follow-up. The article didn¿t provide any information regarding which implants were involved in the final follow-up hips (92 hips). Adverse events: 1 hip was revised for deep infection. All implants were removed at 1.3 years from the index surgery. 1 hip had a stem revision due to stem migration due to stem being undersized. 5 hips sustained a post-op hematoma requiring an additional operation. 1 hip developed post-op abductor deficiency ¿ no treatment noted. 1 hip had the femoral head revised due to component incompatibility.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.